Event description:
It was reported that an aborted vf episode was observed due to noise on the lead. The noise was reproducible with arm movements. The patient will be monitored. The device is near eri and the lead will be replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.